Event description:
Reporter noted first patient of the day had endophthalmitis twenty-four hours post operation. Vitreal tap performed; no results as of 02/2002. Evaluation and treatment per retinal subspecialist; intraocular antibiotics. Prognosis reported as unknown.